Event description:
On (B)(6) 2012, customer reported that there was a leak (about 3 cups) coming from the bottom of the lh780 instrument. The leak was not contained and spilled onto the counter. The specific location of the leak could not be determined. No injuries were reported and no erroneous patient results were generated. A service call was generated. However, the customer canceled the service call and no additional information has been provided as of (B)(6) 2012. No failure mode could be determined for this event.

Manufacturer narrative:
Customer cancelled service call. (B)(4).